Manufacturer narrative:
(B)(4). H6: health effect clinical code, 4581 appropriate code/ term not available, bump.

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.